Manufacturer narrative:
B5: describe event or problem - updated . A1: patient identifier: (B)(6).

Event description:
Respond edge study. It was reported that atrioventricular (av) block iii occurred. The patient was enrolled into the respond edge study and the index procedure was performed on the same day. Procedure details were not initially provided. A lotus introducer was placed and the aortic valve was treated with deployment of a 27 mm lotus edge valve. On the same day, post index procedure, the patient developed av block iii which resulted in prolongation of hospitalization. Two days post index procedure, a permanent pacemaker was successfully implanted and the event was considered resolved. Five days post index procedure, the patient was discharged home on aspirin and clopidogrel. It was further reported that after an electrocardiogram had revealed with av block iii, a temporary pacing wire was placed.

Manufacturer narrative:
Patient identifier:(B)(6).

Event description:
Respond edge study. It was reported that atrioventricular (av) block iii occurred. The patient was enrolled into the respond edge study and the index procedure was performed on the same day. A lotus introducer was placed and the aortic valve was treated with deployment of a 27 mm lotus edge valve. On the same day, post index procedure, the patient developed av block iii which resulted in prolongation of hospitalization. Two days post index procedure, a permanent pacemaker was successfully implanted and the event was considered resolved. Five days post index procedure, the patient was discharged home on aspirin and clopidogrel.